Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient continued to have drainage from his driveline, so intravenous cefepime was extended until (B)(6) 2020 and then the patient was transitioned to oral ciprofloxacin. The patient was seen in the clinic on (B)(6) 2020 and had a culture from his driveline obtained which came back positive for pseudomonas. The patient was instructed to continue oral ciprofloxacin.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient was seen in clinic on (B)(6) 2019 and was noted to have serosanguineous drainage from the drive line. The patient stated they slept on the drive line and it began to have drainage over the course of the week. Cultures were obtained which came back positive for pseudomonas. The patient was admitted on (B)(6) 2019 and was treated with IV antibiotics. Blood cultures were obtained and the patient was started on IV cefepime. The blood cultures were negative. The CT of the abdomen and pelvis showed increased soft tissue stranding around the drive line entrance which was concerning for an ongoing infectious or inflammatory process but no abscess formation. The patient was discharged home on (B)(6) 2019 with orders to continue cefepime for 8 weeks with an estimated end date of (B)(6) 2019. The patient's treatment will then be transitioned to oral antibiotics.